Manufacturer narrative:
Updated b6.

Event description:
It was reported that the patient applied her first pod on the abdomen during a training session. The patient stated that prior to application, the pod fell onto the floor, was picked up, and then applied. The pod reportedly functioned normally for the first few days; however, on the third day of wear, the patient awoke with ¿excruciating pain¿ at the infusion site. She completed a telehealth visit and was prescribed oral antibiotics, but the wound worsened, prompting emergency room evaluation. The patient was admitted to the hospital on (B)(6) 2025, and remained hospitalized until (B)(6) 2025, for treatment of an infection diagnosed as methicillin-resistant staphylococcus aureus (mrsa). Treatment included oral and intravenous antibiotics as well as surgical intervention for an abscess and debridement of necrotic tissue. The patient continues to have an open abdominal wound that is healing.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: data not available. Omnipod 5 software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s908usqs8gyl1. Hardware: sm-s908u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.